Event description:
Iridex became aware of a complaint reporting a patient experiencing an unexpected burn in the periphery of the retina during a peripheral retinal photocoagulation procedure performed with a glx laser console in combination with an sla delivery device. The burn measured approximately 1000 micro meters in size and created a hole in the retina, and caused formation of a blister pocket and blanching of the retinal tissue. The surgeon reported that the procedure began with titration to determine the optimal treatment parameters. Treatment was initiated and multiple laser shots were delivered successfully before the laser experienced a power surge. The power surge caused the delivery energy to increase resulting in a larger spot size. The specific root cause for this could not be determined because the console is not yet available for engineering failure analysis. However a historical review of similar complaints indicates that this specific laser console was involved in a similar incident within the past year. The console was repaired and verified to be within manufacturing specifications and tolerances before being returned to the customer. Through further investigation of this event and the previous event, it was determined that this console is 18 years old and is eleven years beyond its expected life. The console is being returned to iridex and engineering failure analysis will be completed to determine root cause following receipt of the system. Iridex has been in contact with the treating surgeon who explained that, as of now, the patient does not appear to be at risk of experiencing chronic vision loss, primarily because the burn occurred in the periphery of the retina. However the patient could be at risk for retinal detachment. The surgeon will follow-up with the patient in 2-3 weeks. Iridex will follow-up with the surgeon regarding the patient condition in approximately 3-4 weeks to allow the surgeon time to evaluate the patient's condition. A review of complaint history was completed and the results suggests that retinal burns are not increasing in frequency or severity with respect to peripheral retinal photocoagulation with iridex laser systems.